Event description:
The manufacturer received information alleging a ventilator's shut down while in use. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported ventilator's shut down while in use. There was no patient harm or injury reported. During the evaluation of the device at the third party service center, the customer's complaint could not be confirmed. The device was found to be contaminated with pet hair. No testing was able to be performed due to the contamination.